Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited high capture thresholds. The lead was capped the lead was capped. The patient did not experience any adverse events. All other electrical measurements were normal. Patient condition is good.